Event description:
It was reported that the ilet user experienced a severe low blood glucose event after announcing a lunch meal and not consuming sufficient carbohydrates, leading to hypoglycemia that the user self-treated with oral glucose while ems was called but did not provide treatment. Symptoms included dizziness and diaphoresis with slurred speech consistent with hypoglycemia. Outcomes included no lasting health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to incorrect meal size announces in relevance to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.